Event description:
It was reported that during a da vinci s surgical procedure, the surgeon noted that a small piece of plastic on the tip of the permanent cautery spatula instrument was missing. There was no report that the broken piece fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the ceramic sleeve cracked and broken at the tip, exposing a portion of the spatula. Engineering concluded that the damage was likely due excess force contact at the ceramic sleeve surface.